Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist informed them their back teeth do not touch and their mouth needs to be widened. Their dentist will not provide any paperwork.

Manufacturer narrative:
Follow-up report was submitted to FDA on 11/14/2025 that included this information.